Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect analog board. Testing of the analog board in a test unit subjected to multiple testing including full functionality testing without duplicating the report. The analog board was scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.